Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted colectomy. After about 1 hour use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.